Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Patient was presented to his physician on (B)(6) 2017. Physician observed a golf ball size fluid in the pocket, which required draining. Patient was prescribed antibiotics as treatment. Surgical intervention was undertaken on (B)(6) 2017. Wherein the system was explanted due to infection issue. Follow-up identified the patient is still healing and the issue is unresolved at this time.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Event description:
Infection has cleared and issue has been resolved.